Event description:
Pt who was implanted on an unk date with plate and screws complained or stiffness and requested the plate be removed. Pt was returned to operating room on (B)(6) 2012, all hardware was removed. No new hardware was implanted, physical therapy was prescribed. This is 1 of 12 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was rec'd. A DHR review was requested.

Manufacturer narrative:
(B)(4). Review of the manufacturing records found no complaint related anomalies.